Manufacturer narrative:
D10 - device returned to mfg - october 26, 2020 h10 - a photograph was provided and evaluated. The photo shows a single spiros connected to an extension set and an unknown needleless connector. Evidence of leakage can be seen from the area of the o-ring/poppet interface of the spiros. Although the used sample was not returned the complaint can be confirmed based on the image provided. Five new list# 034-ch2000s-pc, spinning spiros (lot #'s 4877106, 4902461, 4574162, 4429926, 4559575) were also received and visually inspected. As received, no visible damage or anomalies were identified. Each spiros was leak tested and two of the five spiros were confirmed to leak from the area of the o-ring/poppet interface. The probable cause of the leaking spiros returned and the leaking spiros in the photo is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review for lot numbers 4574162, 4429926, 4559575 and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint. The device history review for lot numbers 4877106 and 4902461 were reviewed and a poppet sub-component was found in each lot that had a molding anomaly on the sealing surface that can lead to leakage.

Manufacturer narrative:
The sample is not available for evaluation, however, there are a few new sister samples of each possible lot available for evaluation. They have not been received. The lot number of the device that was in use is unknown. The customer identified five possible lot numbers (plots). The possible lot numbers are 4877106 (expiry date 05/01/2025 , (MFR date: 05/01/2020), 4902461 (expiry date 06/01/2023, MFR date 06/01/2020), 4574162 (expiry date 01/01/2025, MFR date 01/01/2020), 4429926 (expiry date 11/01/2024, MFR date 11/01/2019), 4559575 (expiry date 01/01/2025, MFR date 01/01/2020).

Event description:
The event involved a spinning spiros® closed male connector, purple plug, that during spinning spiros® closed male connector, purple plug, that during the administration of epirubicin, the patient reported he was getting wet. It was reported that when placing gauze on the patient¿s arm, a leak of epirubicin was noted from the spiros, and wetting the patient. There was patient involvement, and no adverse event.